Event description:
It was reported by service report that the foot end cover was cracked with sharp edges exposed and the brakes could not be engaged. No patient involvement or adverse consequences were reported.